Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt says their old ins was not MRI compatible but their intellis is. Pt says her "vibrations don't stay on all the time" and says its been this way since the implant. Pt went to their follow up on (B)(6) and had bandages removed and the hcp told them it would take time for the leads to cement in place. Pt says they called rep the second week in july and says reps name was diana but doesn't know last name. Rep told pt to call pats for troubleshooting. Pt is on group a and setting 1 is at 4.8 but they aren't feeling any stimulation. Pt says setting 2 is at 2.9v, setting 3 is 3.2v and setting 4 is at 3.2v. Pt made sure each setting has stimulation on, yet they don't feel stimulation. Pt hasn't tried moving groups. I had them try to switch groups but they only have group a available. The issue was not resolved. The caller was redirected to pt says they dont have managing hcp and just calls their local mdt rep. I redirected pt to rep.